Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer change of battery, the insulin pump was off, they pressed esc and insulin pump turned on again. Customer stated that it was unpredictable that insulin pump battery runs out and all off the sudden the insulin pump switches off. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated that the battery was not previously used. Customer stated that the insulin pump was not dropped. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of off no power without a low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.